Manufacturer narrative:
Additional information: a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported patient was injected with juvéderm® voluma¿ with lidocaine in ck1, ck3, ck4, c6, and t1, and juvéderm® volift¿ with lidocaine in lp1, lp6, and lp8. Three months after injection apparition of painful and visible nodules on injecting sites". Hcp also described symptoms as "indurated inflammatory lesions". Patient treated with "solupred 60 mg during 3 days and 20mg during 3 days". Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2018-01559 (allergan complaint #1716954). This MDR is being submitted for the second suspect product, juvéderm® volift¿ with lidocaine.

Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of "indurated inflammatory lesions" and "painful and visible nodules" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected with juvéderm® voluma¿ with lidocaine in ck1, ck3, ck4, c6, and t1, and juvéderm® volift¿ with lidocaine in lp1, lp6, and lp8. Three months after injection apparition of painful and visible nodules on injecting sites". Hcp also described symptoms as "indurated inflammatory lesions". Patient treated with "solupred 60 mg during 3 days and 20mg during 3 days". Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2018-01559 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volift¿ with lidocaine.